Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred with multiple cartridges. There was no adverse impact on customer's blood glucose level. Reportedly, customer contacted primary care provider for backup insulin therapy.